Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded. There was blood in the balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material, 106 mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection found no irregularities or defects on the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 6.0mmx100mmx150cm sterling¿ balloon catheter was advanced to the target lesion. The balloon was inflated however on the second inflation at 8 atmospheres for 30 seconds, it ruptured. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 6.0mmx100mmx150cm sterling¿ balloon catheter was advanced to the target lesion. The balloon was inflated however on the second inflation at 8 atmospheres for 30 seconds, it ruptured. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.